Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a call was received from the hospital's me, stating that white powder came from the air outlet of the trilogy 100 while in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy 100 ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician checked the device, and it was confirmed that white powder adhered to the outlet port. The technician checked the backside of the device and confirmed that the pollen filter on the air outlet port was contaminated in white powder. Since disassembly visual checking found that the following parts that makes up the flow line were contaminated with white powder, they were replaced: motor blower assembly, flow sensor assembly, tubing kit. The stirring fan foam was also replaced in accordance with the replacement of the motor blower assembly. The technician assumes the white powder may have entered through the air intake from the environment in which the device was used. Periodic maintenance 1 was performed. The following parts were replaced to prevent failure: pollen filter (43 micron filter is included in tubing kit which was replaced for repair). Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly.

Event description:
The manufacturer received information alleging a call was received from the hospital's me, stating that white powder came from the air outlet of the trilogy 100 while in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.